Manufacturer narrative:
At this time a device investigation has been started but not yet completed. Once the device investigation has been completed a follow-up MDR will be submitted.

Event description:
It was reported that while preparing to open the laparoscopic scissors for surgery during pre-op set up "black debris was found inside the sealed packaging." The device was not used.